Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi) and stent thrombosis (st). The lesion being treated in the index procedure was a 80% focal stenosed portion of the proximal circumflex artery (prox cx) confirmed by coronary angiogram. The pt presented with symptoms of recurrent chest pain, chest heaviness and diaphoresis which mainly occur with exertion. The physician treated the target lesion with placement of a taxus liberte' 3.00x12mm drug eluting stent which was deployed at 18atm. There was residual stenosis. There was timi grade 3 flow in the distal vessel. There was no evidence of dissection or perforation. There were no reported complications. The pt tolerated the procedure well and was transferred to the outpatient holding area in stable condition. One hr after the implant procedure, the pt began to become hypotensive and significant st depressions were noted on the ECG tracing. A stat echocardiogram at that time did show a regional wall motion abnormality in the cx distribution. She was taken emergently back to the cath lab for percutaneous coronary interventions (pci). Coronary angiography revealed 100% thrombotic occlusion of the stent. She underwent aspiration thrombectomy of the cx stent with a pronto catheter, intravascular ultrasound imaging (ivus) of the stent, as well as percutaneous transluminal coronary angioplasty (ptca) with fairly good results. However, she did develop cardiogenic shock with pulmonary edema, and then subsequently at that time, an intra-aortic balloon pump was placed, and she was sent to the ICU for further evaluation and care. During the procedure, she also had a inferoposterior st-elevation mi. Upon arrival to the ICU, the pt became more hypoxic and was subsequently intubated, as well as central venous access being obtained. She had a prolonged complicated ICU stay secondary to the above condition. She required vasopressor therapy and was adequately fluid resuscitated. After some gentle diuresis, her respiratory status responded appropriately. She was having high levels of acute hypercoagulable blood loss. This was giving her significant anemia, requiring multiple blood and fresh frozen plasma transfusions. She had multiple electrolyte abnormalities throughout her stay in the ICU. She did develop a transient fever during the initial portions of her ICU stay and was placed on antibiotics for that time. These were ultimately changed to oral antibiotic at the time of discharge and her complete course of therapy would be completed as an outpatient. With resolution of her pulmonary edema and stabilization of her anemia, and cardiogenic shock, the pt made significant and rapid improvement in her clinical status. She was weaned off from all pressors and sedation. She was diuresed aggressively and subsequently extubated without difficulty. She was continued on aspirin, plavix, beta-blocker, angiotensin receptor blocker, hydrochlorothiazide, statin, and zetia during her hosp admission. She tolerated these without difficulty. She does have difficulty in controlling her hypertension but it was reasonably controlled with those above agents. Secondary to her prolonged ICU stay, she developed significant deconditioning, which required physical therapy upon transfer to the hosp floor. She responded appropriately to this and received home health physical therapy upon discharge. The pt regained a significant amount of strength and was hemodynamically stable for discharge to home. The pt tolerated her hospitalization very well given the severity of her acute illness. She recovered almost completely other than some deconditioning for which she would be followed up as an outpatient. The pt was discharged 9 days later in stable condition. Appropriately follow-up was established. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.